Event description:
My name is (B)(6) and my (B)(6) year old son, (B)(6), is a diabetic. He uses a dexcom and has had two episodes where his dexcom malfunctioned. The latest being yesterday. The first time was (B)(6) 2015. Yesterday, as in (B)(6), the dexcom failed to do what it was created to do: monitor blood sugar and notify when the blood sugar is "going" to low (before it actually gets life threatening low). Yesterday my son's blood sugar was 33. He was sweaty, cold, clammy, confused, scared, crying, couldn't get out of bed. In (B)(6) he was all of the above to include his hands and lips were turning blue (they were dusky) and he initially didn't even recognize me. Both times these events required I call his physician for help. In (B)(6) I contacted dexcom; however, all they would do (reluctantly) was replace the pod and they did not replace the sensor. I have not to date called dexcom to report this second problem.